Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash all under the vest. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a pill (name unknown) but had to discontinue. Patient then used a prescribed antibiotic along with cortisone cream. Outcome of the rash is unknown.